Event description:
It was reported the laparoscope, gynecologic, had a communication error (b31) and no image. The issue found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.